Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). James had a lvp8100 sn (B)(4). Fst performed bezel recall update in the field. According to james there was no issue with the broken inductor before. After the recall completed by fst, james heard a lose hardware inside the unit. He opened the pump and found broken coil from the motor control board. He would like to send this unit in for warranty repair. Even though the 1 year warranty on the unit in was expired years ago. Failure device type: failure problem type: failure mode: case resolution: transferred james to recall support center for rga number to send unit in for warranty repair.